Event description:
During a code situation the nurse was unable to administer the drug into the needleless valve. The user facility did not have any further information. There was no reported patient complication.